Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer stated that the rad 8 reads too high. Customer stated that the sats read 98 to 99. Then another rad 8 using a different sensor and patient cable and different site read 92. Customer does not have sensor and does not know the model number. Customer also states that when she took the sensor off of the patient and lay it on the bed the rad 8 continued to display a sat value of 98 for some time and did not alarm. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected model number: from 9190 to 22042.